Manufacturer narrative:
The device was not available to be evaluated. Additional information provided that a custom 12nm handle was used to final tighten, rather than the approved 8nm. It is possible that the issue was due to excessive force causing the screw head to splay, inadequately locking the construct, or user technique; however, the exact cause of the reported issue could not be determined.

Event description:
It was reported that a revision surgery was done due to the locking cap dissociating from the screw head post-operatively.